Manufacturer narrative:
H6: investigation summary: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00130 was sent in error. The information received is not reportable and this was only a qc failure, no patient samples were involved. H3 other text : see h10.

Event description:
It was reported that misidentification of organisms were found while using the bd phoenix¿ automated microbiology system. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that issues with mis-identification as well is susceptibility where they repeat and it does not repeat the same result. Mis-identification and susceptibility issues.

Manufacturer narrative:
Medical device expiration date: na. There were several common device names, system, test, automated antimicrobial susceptibility, short incubation. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k040099, k131331. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that misidentification of organisms were found while using the bd phoenix¿ automated microbiology system. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that issues with mis-identification as well is susceptibility where they repeat and it does not repeat the same result. Mis-identification and susceptibility issues.